Event description:
It was reported that the gastrointestinal videoscope presented a no image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error 226 a root cause could not be identified. Based on the results of the investigation, the most probable cause for both of the reported malfunctions was a defective plug unit connection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.